Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. While on support, a significant groin bleed at the impella access site was noted after the patient was coughing. The nurse resolved the bleeding with placement of a sandbag. The patient received three units of packed red blood cells and heparin was discontinued. Additionally, the patient¿s urine turned from yellow prior to the impella to red and central venous pressure was low. Additionally, the patient's laboratory results were hemolyzed. The physician gave fluid orders to the staff but expressed he did not want to remove the impella immediately. The patient was successfully weaned and was reported to have strong palpable pulses in the foot and hemostasis achieved after the impella was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smartassist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿. Impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿. Section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿. Section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿.